Event description:
It was reported that bd maxzero multi-fuse extension set with needleless connector was leaking. The following information was received by the initial reporter with the verbatim: ext set leaking from tubing, see image below can you provide a batch number? Not reported kindly confirm the exact location of leakage. Whether it is located at connection or engagement or leak due to damage? Not reported did the event directly, or indirectly involve a patient or user? Directly involved patient describe any patient harm, injury, complication or negative outcome that occurred as a result of the event. Please include treatment/intervention provided and the outcome. Extension set changed did the event interrupt the administration of any medication, or cause a clinically significant delay in medication, that negatively impacted the patient? If yes, please provide details. Not reported please confirm if the leakage was identified during priming or during infusion? If during infusion, how long into the infusion? Not reported 7. Please confirm what was being infused. Tpn lipids

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The customer reported ext set was leaking, and returned one mz9266 of an unknown lot number. The set was visually examined for defects and abnormalities. No defects or abnormalities were observed. The maxzero trifuse extension set was tested by priming water through a syringe through each of the three maxzeros, one-by-one. The male luer was then capped, and the process repeated. The cap creates a pressure buildup within the set, but there were no leakage or other issues found during this testing. The complaint could not be verified. Without an observed failure, the root cause could not be determined. A device history record review could not be performed on material mz9266 because the lot number is unknown. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement.

Event description:
No additional information was provided.